Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation procedure with the farawave ablation catheter, the patient spontaneously went into ventricular fibrillation (vfib) and was shocked less than 30 second after, cardioverted a total of three times, and then went in and out of vfib/asystole. When a pulse was not detected the physician began cardiopulmonary resuscitation. The patient stabilized after anesthesia gave them a small dose of nitro was given after cardioversion and medications to help with blood pressure. Angiogram was performed to check coronary spasm, but nothing was observed. The procedure was completed. The patient was in stable condition and discharged the following day with no further episodes reported. The device will not be returning as it was already disposed.

Event description:
It was reported that during a pulse field ablation procedure with the farawave ablation catheter, the patient spontaneously went into ventricular fibrillation (vfib) and was shocked less than 30 second after, cardioverted a total of three times, and then went in and out of vfib/asystole. When a pulse was not detected the physician began cardiopulmonary resuscitation. The patient stabilized after anesthesia gave them a small dose of nitro was given after cardioversion and medications to help with blood pressure. Angiogram was performed to check coronary spasm, but nothing was observed. The procedure was completed. The patient was in stable condition and discharged the following day with no further episodes reported. The device will not be returning as it was already disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. "Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the "arrhythmia", "st segment elevation" and "heart block" is a known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: based on the analysis, the event description indicates that the device was used to treat a typical flutter and cti ablation, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed. Based on the investigation the ar code "arrhythmia", "st segment elevation" and "heart block" were unable to confirmed, and the ar code "user used incorrect product for intended use" was confirmed. Labeling review: the device was used for typical flutter and cti ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The IFU mentions: "embolism" and "arrhythmia". There is no evidence that any updates to the document are required at this time. Investigation conclusion: based on the information provided, the reported event of "arrhythmia", "st segment elevation" and "heart block" is a known inherent risk of the farawave device. "Arrhythmia", "st segment elevation" and "heart block" is an expected procedural complication addressed within the IFU for the farawave . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time."